Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. The 6f/7f mynxgrip vascular closure device (vcd) was unable to stop the bleeding for one minute. There was no reported patient injury. The device was stored in the cath lab according to the instructions for use IFU (instructions for use). The device was stored and handled per the IFU. The device was prepped according to the IFU. The vessel type was the arterial. There was presence of pvd and calcium in the vicinity of the puncture site. There was pulsatile bleeding at the puncture site and was immediately noted upon removal of the advancer tube and the sealant was deployed to the proper location. Hemostasis was achieved by manual compression for less than 30 minutes. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle. The procedural sheath, advancer tube and sealant were not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment, and no visual damages or anomalies were observed. Per functional analysis, inflation testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The root cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported since the sealant and advancer tube were not returned, and therefore, a complete physical investigation could not be performed. However, patient factors (such as the reported presence of pvd and calcium in the vicinity of the puncture site}, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU ), which is not intended as a mitigation, ¿¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1918902) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was unable to stop the bleeding for one minute. There was no reported patient injury. The device was stored in the cath lab according to IFU. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The vessel type was the arterial. There was presence of pvd / calcium in the vicinity of the puncture site. There was pulsatile bleeding at the puncture site and was immediately noted upon removal of the advancer tube and the sealant was deployed to the proper location. Hemostasis was achieved in less than 30 minutes. The patient's hospitalization was not extend as a result of the event. The patient recovered. The device will be returned for analysis.